Event description:
The account reported the brakes were not holding. The bed was located in the maintenance room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4) .

Manufacturer narrative:
Upon investigation, the technician found the brake casters were worn due to age and wear and tear associated with regular use. The casters on the device were installed in 2001 with no record of any replacement or malfunction. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. To resolve this issue, the technician replaced the brake casters. An investigation was performed and this issue was addressed under an engineering change. Based on this information, no further action is required.